Event description:
A cook 19 g procore needle was performed to obtain biopsy of a gastric mass. After procuring sample, the needle would not retract into the sheath and had to be pulled out of the scope with the sharp tip still protruding out of the sheath. No harm to patient.